Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-apr-2025. Investigation summary: bd received one photograph and three samples for investigation. The photograph showed evidence of fibrin. The three returned samples from lot number 4276809 were investigated, and no additive defects related to fibrin were found. No samples from lot number 4225963 were returned, therefore, 20 retained samples were draw-tested and no underfill was observed as each sample was within specification. Additionally, 100 retained samples from lot 4276809 were visually examined, and no additive defects were found. Complaints for sample quality for the month of march 2025 were not under statistical control; therefore, factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (fibrin) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for fibrin (4276809) based on the photo analysis and unconfirmed for underfill (4225963). Corrective and preventive action has been opened to address the sample quality issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed fibrin in the serum after centrifugation on unspecified number of tubes. No patient impacts reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed fibrin in the serum after centrifugation on unspecified number of tubes. No patient impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.